Event description:
It was reported that the patient advised the balloon is not inflating and the red product marker is coming off of 7 catheters. Patient did not purchase through lms. It is unclear if troubleshooting was performed. No medical intervention or patient impact reported. No additional information provided. Per customer follow up information received via email on 12nov2025, yes, they have retained one of the catheters that exhibited the issue, along with its original outer packaging. They would be glad to send it for investigation. The lot and serial numbers were present on the outer packaging which they have saved. They could provide these details, or they would be available on the physical sample and packaging if they prefer to have them shipped to them. There has been a significant and distressing impact on the patient. This was, in fact, the second time they have encountered severe issues with these catheters. Customer was experiencing visible swelling and irritation in the area. Each time they had to change a faulty catheter, they scream due to the pain. On one particular day, they had to change the catheter three times because the balloon would not inflate once it was properly inserted. Other catheters from the same batch failed after only a few days of use; they would stop draining completely and either spontaneously expel or leak significantly. This leakage has caused urine to saturate her underpads and underwear overnight, leading to severe maceration of her already vulnerable skin. This prolonged exposure has unfortunately resulted in the development of a pressure ulcer. They were actively managing the pressure ulcer, which requires ongoing medical attention and specialized care. The discomfort and pain caused by these issues have led to constant distress for their mother. They were previously making good progress in their recovery, but they were now effectively bedridden due to the pain and has expressed that it was too painful to move, causing them to give up on their efforts to walk again. Troubleshooting was performed in the sense that multiple attempts were made to insert and inflate the balloons of the catheters, and when they failed, they were immediately replaced with another new catheter from the same batch, only to experience similar failures. The primary issues consistently reported were the inability of the balloon to inflate after insertion, leading to immediate failure, and premature failure of other catheters, where they would cease draining and then either leak profusely or spontaneously dislodge. The severe consequences of these failures, including skin maceration and the development of a painful pressure ulcer, have been detailed above. Regarding replacement, they contacted apria, our supplier, who informed us they would not replace the catheters from this faulty batch. As a result, they have had to secure a new order for fully silicone catheters from a different product line, as these problematic catheters were no longer an acceptable option for their mother's care. They specifically requested product 0165l16 but were informed by the supplier that they do not carry that particular item.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: b, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient advised the balloon is not inflating and the red product marker is coming off of 7 catheters. Patient did not purchase through lms. It is unclear if troubleshooting was performed. No medical intervention or patient impact reported. No additional information provided. Per customer follow up information received via email on 12nov2025, yes, they have retained one of the catheters that exhibited the issue, along with its original outer packaging. They would be glad to send it for investigation. The lot and serial numbers were present on the outer packaging which they have saved. They could provide these details, or they would be available on the physical sample and packaging if they prefer to have them shipped to them. There has been a significant and distressing impact on the patient. This was, in fact, the second time they have encountered severe issues with these catheters. Customer was experiencing visible swelling and irritation in the area. Each time they had to change a faulty catheter, they scream due to the pain. On one particular day, they had to change the catheter three times because the balloon would not inflate once it was properly inserted. Other catheters from the same batch failed after only a few days of use; they would stop draining completely and either spontaneously expel or leak significantly. This leakage has caused urine to saturate her underpads and underwear overnight, leading to severe maceration of her already vulnerable skin. This prolonged exposure has unfortunately resulted in the development of a pressure ulcer. They were actively managing the pressure ulcer, which requires ongoing medical attention and specialized care. The discomfort and pain caused by these issues have led to constant distress for their mother. They were previously making good progress in their recovery, but they were now effectively bedridden due to the pain and has expressed that it was too painful to move, causing them to give up on their efforts to walk again. Troubleshooting was performed in the sense that multiple attempts were made to insert and inflate the balloons of the catheters, and when they failed, they were immediately replaced with another new catheter from the same batch, only to experience similar failures. The primary issues consistently reported were the inability of the balloon to inflate after insertion, leading to immediate failure, and premature failure of other catheters, where they would cease draining and then either leak profusely or spontaneously dislodge. The severe consequences of these failures, including skin maceration and the development of a painful pressure ulcer, have been detailed above. Regarding replacement, they contacted (B)(4), our supplier, who informed us they would not replace the catheters from this faulty batch. As a result, they have had to secure a new order for fully silicone catheters from a different product line, as these problematic catheters were no longer an acceptable option for their mother's care. They specifically requested product: 0165l16 but were informed by the supplier that they do not carry that particular item.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.